Event description:
Integra received an inquiry from the (B)(4) regarding reports they had received from a (B)(6) hospital regarding loosening of hip arthroplasty femoral components and osteolysis. The inquiry indicated adverse events for 22 patients had been reported to the authority. At this time, it is unclear if the information provided to integra by the authority regards patients/adverse events integra has already provided MDR's for or if they relate to new patients/adverse events. Integra has contacted the (B)(6) hospital directly to ascertain this as well as additional information and in the interim is submitting 22 MDR's for these reports. Should the additional information indicate any of the 22 adverse events related to patients/adverse events integra has already provided MDR's for, it will be noted in a follow-up MDR. This report is for patient 21 of 22 patients. The narrative and details of this event have been translated from (B)(6) as follows: synplug and aseptic loosening of the femoral component "we have provided you with a list of patients, who have suffered, a) aseptic loosening of the femoral component and, b) extensive osteolysis, c) osteolysis with a thinning of the corticalis. General additional information provided: the osteolysis cases were first discovered at the 1 year monitoring visits. Initially, little attention was paid to these phenomena. Many osteolysis (incidents) were only visible in appropriate radiological x-ray investigations. The osteolysis became more apparent subsequently at the 5-year monitoring visit. Of the 22 patients reported for this event, revision surgery was carried out in all patients with aseptic loosening of the femoral component and in some it was possible to carry out a histological analysis of the bone perifocal to the synplug cement barriers. X-ray images are available for the 22 patients that have been affected.

Manufacturer narrative:
Previous medwatch filed without suspect medical device name.

Manufacturer narrative:
To date, there are no conclusive findings from this or similar complaint investigations, or from technical or clinical information in the literature that proves or disproves a causal relationship between synplug and optiplug biodegradable cement restrictors or the materials they are manufactured with, and periprosthetic osteolysis (or fractures as a result). There are also no data or findings that would suggest that only some subset of all the products manufactured might be affected. The finding of osteolysis surrounding the distal cement restrictor is unexpected, and undesirable; however, periprosthetic osteolysis in total hip arthroplasty is a well known problem that is typically a multifactorial process and may be identified through routine radiographic follow-up.